Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed low impedances. As such, surgical intervention took place on (B)(6) 2025 wherein the lead was disconnected from the ipg header, wiped it and then reinserted into the ipg header to a full connection which resolved the impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.